Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that when they lie on their left side, they get a, "rhythm twitch." The implantable pulse generator (ipg) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.